Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the lead integrity alert (lia) triggered due to electromagnetic interference (emi) exposure and associated oversensing. High-rate non-sustained episodes and short interval counts were noted. The patient previously had a similar emi episode. Further questioning indicated that the patient possibly used a power drill briefly at the time of the episodes. The patient also has a motorized wheelchair. No intervention was taken but consideration of further emi evaluation was discussed. The device remains in use. No patient complications have been reported as a result of this event.